Manufacturer narrative:
Model should be 1888tc/52 not 1888t. Final analysis found rib clavicular crush noted at 24.5cm to 25.5 cm from the connector pin. This damage could have contributed to the complaint of low lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead exhibited low impedance, the lead was fractured. The lead was explanted and replaced.